Event description:
Device 1 of 2 . Reference MFR. Report#1627487-2018-01002. Follow-up identified surgical intervention took place wherein the ipg was explanted and replaced which resolved the issue. (Reference MFR. Report#1627487-2018-04666).

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-01002. It was reported the scs system failed to provide sufficient therapy to the patient's satisfaction. As a result, surgical intervention may be undertaken as the next course of action to address the issue.